Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual inspection revealed the valve was slightly distorted; oval shaped and the stent posts were slightly deflected. The sewing ring was damaged exposing the stent. The damage appeared to have occurred during the explant procedure. The non-coronary cusp and right cusp were in a closed position while the left cusp was in the open position. All leaflets were stiff but slightly flexible except where pannus was noted. The non-coronary leaflet was in the open position against the outflow rail. Abrasions were observed on all cusps which are consistent with historical findings of cusp contact with the bias cloth. Tissue deterioration was observed on the leaflet areas closest to the right left commissure and non-coronary right commissure. There was no evidence of commissure dehiscence. Tissue deterioration was observed at the right cusp and left cusp adjacent at the right left commissure. Remnants of each leaflet remained attached to the commissure. Tissue deterioration was observed at the right cusp and non-coronary cusp at the non-coronary right commissure. Remnants of each leaflet remained attached to the commissure. The non-coronary left commissure was intact, however, minimal damage was noted on the bias cloth adjacent to right cusp. In addition, the leaflets appeared to be pulled towards the non-coronary cusp. Pannus lined the base stitching to the inflow margin of the attachment, encroaching up to 8 mm on to the cusps and into the inferior coaptive areas between all cusps. A small amount of pannus was observed on the superior coaptive areas of all commissures and remnants of pannus were observed on the existing sewing ring (outflow). An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiography confirmed calcification at the right left commissure and non-coronary right commissure and revealed intrinsic calcification at the lunula of the right cusp and left cusp. Conclusion: reduced performance of the valve is attributed to calcification and host tissue overgrowth. These findings are generally considered a patient-related condition. The analysis results of the device showed pannus overgrowth on the inflow which extended out onto the leaflet and would have significantly impaired the leaflet mobility. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 years and 11 months post implant of this bioprosthetic valve, the valve was explanted and replaced with a non-medtronic product due to calcification of the bioprosthetic valve. No additional adverse patient effects were reported.